Event description:
Customer reported a past event of low blood glucose (bg), with the lowest level reaching 26 mg/dl. Cause was not known. Reportedly, the low bg occurred while the customer was asleep and the customer¿s spouse ¿had to yell and shake them violently to wake them up to take glucose¿. The customer is assuming that they had lost consciousness. Customer was advised by technical support to discuss potential factors affecting blood glucose levels with a healthcare provider, and this recommendation was acknowledged.